Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Corrosion was observed on the bottom battery. A leak test was performed. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The fluid path was manually occluded, and fluid was observed leaking from a hole on the unexposed portion of the soft cannula. This hole in the unexposed portion of the soft cannula caused fluid to accumulate inside the device and resulted in the observed corrosion on the bottom battery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod less than 1 hour, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.